Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient. No devices will be returning.